Event description:
Transferring pt from chair to bed using sara plus transfer lift device. The inner belt tore away from the outer sling; the sling straps broke, the pt slid down and was assisted to the floor by staff. The pt met the size and mobility requirements for the size of the sling/equipment. All slings removed from units. Arjo rep met with hosp (B)(6) 2012.